Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned device revealed the device resembles typical explanted devices. A review of complaint history revealed no prior complaints for listed part 71320808. A review of complaint history for listed part 71339160 revealed prior complaints for the listed failure mode no prior complaints for the listed lot. A review of the manufacturing record 1000790922/12em00211 did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the manufacturing record 1001078834/13em02446 revealed discrepancies during the manufacturing process; however these discrepancies were identified as not related to the reported incident. An evaluation performed by our lab noted deformation to the constrained liner. When a manual force was applied, the polyethylene liner would not freely rotate due to this deformation. The liner should freely rotate, and this deformation was potentially due to the reported dislocation. No material or manufacturing deviations were observed during this investigation. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
.